Manufacturer narrative:
The company representative evaluated the system. Corrections included replacement of the power switch port and clearing of system's error logs. The system was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported the panorama central station had lost signals and the system shut down, which may have resulted in loss of telemetry monitoring. No patient injury was reported.